Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that reservoir lip ring area was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.